Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Failing rf leakage test. Complaint not verified - no defects found. Repair order (B)(4). Leep precision generator lp-20-120 (B)(4).

Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples . *analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 07/29/2019 under wo#'s (B)(4) and shipped on (B)(6) 2019. Manufacturing record review: DHR's (B)(4) were reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 97979, this unit was at csi on 03/01/2022. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to function properly. Root cause: the product tested to specification as the device was found to meet all visual and functional test specifications. *correction and/or corrective action the unit was evaluated, found to be free of defects, and returned to customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed.

Event description:
Failing rf leakage test complaint not verified - no defects found repair order (B)(4). 1216677-2022-00073 leep precision generator lp-20-120 (B)(4).